Event description:
As reported: "variax clavicle hook plate revision surgery was performed because the loosening of the screw was found".

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, as per the additional information received, the delayed union was occurred. So the IFU also states that ¿in the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿is it possible to assess if the allegedly single screw backout contributed to the entire system failure? No, it is not possible to say that. Of course, every loosening starts at the weakest point of the construct, but in this case it is really hard to tell without pre- and directly postoperative images, whether a certain screw is responsible.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "variax clavicle hook plate revision surgery was performed because the loosening of the screw was found".